Manufacturer narrative:
Additional information: b5 - it was later reported that "the result is ok for the patient and wish no further surgical intervention". Problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -12.00/+2.50/73 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The surgeon reports refractive surprise. The cause of the event was reported as unknown. Lens remains implanted. Attempts to obtain additional information have not been successful.